Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l4-5, l5-s1. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: l4-5 transforaminal lumbar interbody arthrodesis. L5-s1 transforaminal lumbar interbody arthrodesis. Debridement of skin, subcutaneous tissue, and muscle from 7.5cm lumbar wound. Complex closure of 7.5 cm trunk wound. Left l3 hemilaminectomy and foraminotomy. Left l4 for lateral laminectomy. Complete resection of the pars interartlcularis and lateral recess decompression. L4 decompressive lumbar laminectomy, medial facetectomy, and foraminotomy for spinal stenosis. Revision of left l5 hemilaminectomy, medial facetectomy, and foraminotomy. Revision of right l5 hemilaminectomy, medial facetectomy, and foraminotomy. Left l5 far lateral laminectomy for complete resection of the pars interarticularis and decompression of the lateral recess and foramen. Placement of anterior intervertebral biomechanical device, l4-5. Bilateral posterior s1 osteotomies. Posterior segmental spinal fixation, l4-l5-s1 15. Posterolateral lumbar arthrodesis, l4- l5 16. Posterolateral lumbar arthrodesis, l5-s1. Placement of epidural spinal catheter tunneled submuscularly for postoperative pain control. Use of rhbmp-2 bone graft for spinal fusion. Use of local autograft for spinal fusion. Use of cancellous allograft for spinal fusion. Pre-op and post-op diagnosis: lumbar pseudoarthrosis, l5-s1. Lumbar degenerative disc disease. Lumbar spondylosis. Back pain. As preop notes: ".. Carrying attention to the l4-l5 level under fluoroscopic guidance, I first performed sequential distraction and then followed by completed discectomy and use of the cutting chisel. At this point, I was able to maintain distraction by using the interbody spreader. I prepared the end plates of both l4 and l5 well with side cutting curettes. Once this had been performed, I placed bmp as well as locally harvested products of decompression which had been run through the bone mill and was impacted into the disk space. I placed additional bone behind it and then packed that into place as well. At the l5-s1 level, I was able to identify the disk space: however, I had difficulty even placing a knife into the disk space. I was able to perform a small annulotomy on the left aide through a far lateral approach and I was able to protect the l5 nerve root; however, my attempts to either mobilize and remove the cage or to place significant bone within the disk space failed. I was able to place small pieces of bmp within the disk space, however, these had to be impacted into position. There was no way that I could easily remove the cages or fit any substantial bone graft within the interbody space.. The patient tolerated the procedure well without any difficulty or complications.."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.